Event description:
During placment of a peg, the bumper pulled through while attempting to pull up to the abdomen wall. Noted that peg bumper was too flexible. Patient did require an additional incision to replace the tube.